Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2013 a perceval pvs25 was implanted as part of the sure-avr trial. A serious adverse event was reported via the sure-avr clinical registry. The patient had asymptomatic structural valve deterioration including leaflet tearing and insufficiency. The patient was recorded as having a mean gradient of 89 mmhg.

Manufacturer narrative:
Additional event information received on sep 17, 2018 from the site. This information has been included in an updated event description. The new event description is as follows: on (B)(6) 2013 a perceval pvs25 was implanted. It was reported that two-years post-implant the patient had asymptomatic structural valve deterioration including leaflet tearing and insufficiency. The patient was recorded as having a mean gradient of 89 mmhg. Valve-in-valve was performed in (B)(6) 2018. The patient was discharged after 5 days without any post-procedure complications. The manufacturer performed a review of the production records. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Because a tavi was performed and the device cannot be returned no further investigations can be performed at this time. The reported adverse event and consequent reintervention is attributable to a structural valve deterioration leading to severe stenosis, however, the root cause of the structural valve deterioration cannot be determined based on the information available and the performed analysis. Therefore the root cause is deemed to be unknown, and further investigations will be performed if additional information is received. Fields changed.

Event description:
On (B)(6) 2013 a perceval pvs25 was implanted. It was reported that two-years post-implant the patient had asymptomatic structural valve deterioration including leaflet tearing and insufficiency. The patient was recorded as having a mean gradient of 89 mmhg. Valve-in-valve was performed in (B)(6) 2018. The patient was discharged after 5 days without any post-procedure complications.